Manufacturer narrative:
The ratchet pawl was found with excessive wear and tear. A possible cause for this damage is device was not squeezed all the way during use.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide additional information regarding the index surgical procedure, reported as ¿cx antireflux plus hil¿. Please provide the full name of the surgical procedure.

Event description:
It was reported that the patient underwent a cx antireflux plus bilateral hil procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were not anchored properly and needed to be removed. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.